Event description:
It was reported that one day post rx acculink stent implantation in the left internal carotid artery, the pt experienced a decrease in level of consciousness and dysarthria, diagnosed as a stroke. On (B)(6)2010, the pt went into respiratory distress and was intubated until (B)(6)2010. The condition is continuing and improved. On (B)(6)2010, the pt was discharged back to a nursing home. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). Stroke and respiratory distress may occur during this type of procedure and as listed in the instructions for use, are known potential adverse events associated with the use of the product. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on the available info, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.